Manufacturer narrative:
This is one event for the same pt involving two separate products.

Event description:
The plaintiff's attorney alleged that the decedent reported experiencing chest discomfort and difficulty breathing while undergoing hemodialysis treatment on or about (B)(6) 2005. The plaintiff's attorney also alleged that the decedent went into cardiac arrest, after being intubated, and subsequently expired later that same day after the use of the prod.